Manufacturer narrative:
.

Manufacturer narrative:
Device manufacturing date is unavailable. Return requested for suspect articulating arm (B)(4) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative, purchasing dept., reported that their navigation system articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.